Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had a bent cannula. The blood glucose reading was 467 mg/dl at the time of the incident. Troubleshooting was conducted and the customer was advised to change the infusion set. The infusion set will be returning for analysis. The insulin pump will not be returned for analysis.